Event description:
As reported by the patient's attorney, two polyform synthetic meshes (MFR report # 3005099803-2016-00307 and MFR report # 3005099803-2016-00312) were implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.